Manufacturer narrative:
(B)(4). No product will be sent back per the customer. Unable to perform a failure investigation.

Event description:
Morphine was programmed for pca only. It was reported that the pt did not get any medication. No pt harm. Hospital performed their own investigation and does not want our assistance in any further investigation. They do not want to share any further info.